Event description:
It was reported that the plexiglas cover was missing over the ion pump high voltage supply. There was no report of death or serious injury. If additional information is received, a follow-up report will be sent.